Event description:
It was reported that the programmer displayed multiple "serious error" codes when interrogating a device. Running the service diskette (twice) did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer complaint of errors in the error log. It also found a noisy fan.